Event description:
On (B)(6) 2016 I had an ac reconstruction on my right shoulder, after a week I went for wound care and everything was fine. A week after the wound care I developed an infection on my right shoulder, causing a lot of pain and abscess drainage (blood and pus) a lot of amount. I went to see the dr and he sent me to his partner who did the surgery. He put me on antibiotics, after a couple week the infection got better. Right after a month I started to feel a lot of pain in my shoulder and noticed that the clavicle bone was protruding. I went to see the dr and he sent me to start therapy. After 5 or 6 therapies I was in a lot of pain and stopped, then I went to see the dr, they took xrays and told me that he did not like what he saw. He sent me to his partner in order to fix the problem. I went again to see the surgeon, they took xrays again. He told me that the implant had failed but to wait 3 months to see what happens. After 3 months they never call me for f/u or nothing. I decided to get a second opinion. I went to see dr (B)(6) of (B)(6). He sent me to get an MRI, the MRI confirmed that the implant had failed. He told me that he got the same problem with one of his pts and that he wrote a letter to the company that made the implant (arthrex). In (B)(6) 2016, he performed the second surgery, he found that the implant was ripped, after the implant was sent to pathology, it was confirmed that also was infectious. Implant name (tightrope dog button). A piece of the implant still in my shoulder. It was too risky to removed due to the risk of stress fracture and because it is for close to the carotid artery. Dr (B)(6) advised me that I might permanently damage due to the implant failure and also might get more infections due to the piece of implant inside my shoulder. Limited range of motion on right arm, pain, numbness of fingers.